Event description:
It was reported that the filter was broken. A filterwire ez was selected for use. During preparation, when the region was crossed, and an attempt was made to deploy it, it was noted that the filter broke without being deployed even when the outer sheath was pulled. No patient complications were reported.